Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient discontinued the use of purewick female external catheter due to a urinary tract infections. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient discontinued the use of purewick female external catheter due to a urinary tract infections. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infections.